Event description:
The manufacturer received information alleging a device displayed a ventilator inoperative message. There was no harm or injury reported. The device was not in patient use. Additionally, the customer is requesting a periodic maintenance to be performed on the device. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.